Manufacturer narrative:
Age at time of event: 50s. (B)(4).

Event description:
It was reported that the atherotomes split. A 8.00mm/2.0cm/135cm 2cm peripheral cutting balloon® was selected for use. During procedure, it was noted that the atherotomes split; subsequently, the balloon failed. The device was completely removed from the patient¿s body and completed the procedure with another of the same device. There were no patient complications reported and patient¿s condition was fine.

Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes device evaluated by MFR: the device was returned for analysis. An examination of the device identified that 1 cm of blade and pad lifted on the proximal end of balloon. The blade was still attached to the balloon. This damage can potentially be a result of the resistance encountered during the advancement or withdrawal of the device most likely due to the operational context of the procedure. The total size of the blade and pad is 2 cm. During analysis the 1 cm of the blade and pad which was lifted from the balloon became fully detached, leaving the other 1 cm of blade and pad attached to the balloon surface. The returned device was attached to an encore inflation unit. Positive pressure was applied and the balloon was successfully inflated to rated burst pressure of 10 atm (atmospheres) with no leaks or drop in pressure noted. No issues were observed with the balloon. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that the arthrotomies split. A 8.00 mm/2.0 cm/135 cm 2 cm peripheral cutting balloon® was selected for use. During procedure, it was noted that the arthrotomies split; subsequently, the balloon failed. The device was completely removed from the patient¿s body and completed the procedure with another of the same device. There were no patient complications reported and patient¿s condition was fine.